Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous mid left anterior descending (lad) artery. After a non-bsc balloon catheter was advanced for pre-dilatation and during inflation, the balloon ruptured. The physician then exchanged the device with a 1.20mm x 8mm emerge¿ balloon catheter, however, the balloon also ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of emerge balloon catheter with no other devices. There was blood in the wire lumen. The distal tip was damaged. Magnified inspection identified a pinhole in the balloon material at the proximal edge of the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous mid left anterior descending (lad) artery. After a non-bsc balloon catheter was advanced for pre-dilatation and during inflation, the balloon ruptured. The physician then exchanged the device with a 1.20mm x 8mm emerge¿ balloon catheter, however, the balloon also ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status was good.